Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed a dotted base line for an ECG signal when powered up. The complainant attempted to change leads and had the same result. Then the complainant attempted with the paddles and also had the same result. The complainant indicated that there was no pt involvement in the reported failure.